Event description:
It was reported that: 'the patient underwent the insertion of a PICC line to facilitate long-term antibiotic treatment. By the time the situation was reported, the patient had already undergone four PICC line insertions, all associated with the same lot number. During a follow-up visit, it was noted that the insertion points were established in the upper extremities, utilizing the brachial and basilic veins. The healthcare team reported that the catheters advanced smoothly during insertion without any resistance or tortuous pathways, with blood return confirmed in both lumens. A representative from the manufacturer verified through diagnostic imaging that the catheter tip was positioned in the superior vena cava. For the reported cases, the healthcare team confirmed successful catheter insertion and indicated that maintenance protocols were followed to ensure proper device function. However, within the first 48 hours, the catheters developed partial obstruction, which rapidly progressed to full blockage, necessitating replacement of the device. Due to the inability to continue antibiotic therapy via IV access, the patient was transitioned to oral antibiotics and subsequently requested voluntary discharge.' The additional information received on 19nov2024 reported that all the catheters experienced total obstruction in both lumens, with fibrin accumulation observed at the tip in two units. No kinks, bends or deformities were observed in any of the PICC catheters. The patient was reported to be stable until discharge from the institution. Associated MDR numbers are 9680794-2024-01185, 9680794-2024-01186, 9680794-2024-01184, 9680794-2024-01227, 9680794-2024-01183 and 96 80794-2024-01182.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for evaluation. Visual examination revealed obvious signs of use in the form of biological material on the catheter. There was no visual evidence of any blockages or defects with the returned catheter. The catheter body outer diameter measured 0.0690" which is within the specification of 0.0660"-0.0710 per catheter extrusion drawing. Each extension line lumen inner diameter measured 0.055" which is within specification of 0.055"-0.059" per product drawings (proximal and distal). Each extension line lumen outer diameter measured 0.0940" and 0.0930" which is within specification of 0.093"-0.097" per product drawings (proximal and distal). The IFU provided with this kit states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The returned catheter was flushed from both lumens using a water filled lab inventory syringe. Both lumens are able to flush easily with no resistance encountered. Each lumen was flushed multiple times with the same result. No biological material exited from either of the lumens. There were no blockages observed within the catheter lumens. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter-lumen crossover was observed. This testing confirmed that there were no functional defects with the catheter lumens. A device history record review was performed on the catheter with no relevant findings identified. The IFU provided with this kit warns the user, "contraindications: the pressure injectable PICC is contraindicated wherever there is presence of device related infections or presence of thrombosis in the intended insertion vessel or catheter pathway. Clinical assessment of the patient must be completed to ensure no contraindications exist. Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with piccs must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The customer report of a catheter thrombosis cannot be confirmed based on investigation of the returned sample. Although there was evidence of use in the form of biological material on the catheter body, the catheter was returned with no visual evidence of any blockages or defects. The device passed all relevant dimensional and functional inspections. No biological material exited from either of the lumens and no blockages were observed. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Therefore, the complaint cannot be confirmed as no problem was identified with the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: 'the patient underwent the insertion of a PICC line to facilitate long-term antibiotic treatment. By the time the situation was reported, the patient had already undergone four PICC line insertions, all associated with the same lot number. During a follow-up visit, it was noted that the insertion points were established in the upper extremities, utilizing the brachial and basilic veins. The healthcare team reported that the catheters advanced smoothly during insertion without any resistance or tortuous pathways, with blood return confirmed in both lumens. A representative from the manufacturer verified through diagnostic imaging that the catheter tip was positioned in the superior vena cava. For the reported cases, the healthcare team confirmed successful catheter insertion and indicated that maintenance protocols were followed to ensure proper device function. However, within the first 48 hours, the catheters developed partial obstruction, which rapidly progressed to full blockage, necessitating replacement of the device. Due to the inability to continue antibiotic therapy via IV access, the patient was transitioned to oral antibiotics and sub sequently requested voluntary discharge.' The additional information received on 19nov2024 reported that all the catheters experienced total obstruction in both lumens, with fibrin accumulation observed at the tip in two units. No kinks, bends or deformities were observed in any of the PICC catheters. The patient was reported to be stable until discharge from the institution. Associated MDR numbers are 9680794-2024-01185, 9680794-2024-01186, 9680794-2024-01184, 9680794-2024-01227, 9680794-2024-01183 2.

Manufacturer narrative:
(B)(4)